Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset the pump, preventing recurrence of the malfunction code, and was advised to contact support if the issue reappeared. Customer acknowledged and understood the instructions provided.